Event description:
Customer reported via phone call to have experienced air bubbles and smell of insulin. Customer reported insulin leak in reservoir compartment. Customer was not able to troubleshoot due to driving and call was disconnected.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.